Event description:
While the fcs was at the hospital for another implant, the physician says she is explanting revi for this patient as the next case. The fcs was able to collect the device and by RMA and biohazard kit used to send it back. This was the patient's decision due to not having relief. Her extreme edema in both legs made it very difficult to properly direct stim, and the patient would feel tingling on top of her foot and in her achilles area.

Manufacturer narrative:
The patient requested the device be explanted "due to not having relief", and "the patient would feel tingling on top of her foot and in her achilles area" but was "very non-compliant according to her dashboard data".